Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that while in a procedure the handpiece started a small fire. Unknown what exactly ignited. They activated the device for 10 seconds when the issue occurred. To resolve the issue they used other electrocautery. It was also noted that they were not contacting the forceps. There was no impact to patient outcome.